Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up on (B)(6) 2017. It was noted that the right atrial and right ventricular noise reversion episodes. The atrial lead noise had first been seen and reproduced by a clinician on (B)(6) 2015. The lead was reprogrammed then, which sufficiently corrected the oversensing of the noise. The patient never had symptoms due to the noise. Isometrics were performed, with the ability to reproduce the atrial noise visually, although it was still not being sensed by the device, and the ventricular noise could not be reproduced. No sensing, threshold, or impedance anomalies were reported on either lead. The right ventricular lead was reprogrammed. The patient would continue to be monitored normally.